Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out, a high left ventricular (lv) lead threshold was observed. The physician decided to cap and replace the lead. No patient complications have been reported as a result of this event.